Event description:
It was reported that the right ventricular lead had high threshold. The lead was programmed to unipolar and remains in use until further consultation with the physician. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.